Event description:
It was reported that the patient stopped charging their ipg due to losing their charger. The patient's ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
A patient reported failing to charge their implant properly to abbott. The patient lost their charger and did not reach out to anyone. Subsequently, the ipg became inoperable. The ipg was replaced, and effective therapy restored. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.